Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The prograsp forceps instrument was analyzed and found to have the main tube bent. The bending damage was located at the distal end of the main tube and piece of the main tube was missing as a result of the damage. The fragments were not returned along with the instrument. The complaint regarding broken tip was confirmed by fa.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps was observed to have had a broken tip. The procedure was completed with no reported injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no further details related to the event could be provided.